Event description:
Per the audiologist, the patient experienced non-auditory stimulation with device use. Reprogramming attempts were unsuccessful in alleviating the issue. A CT scan revealed that the electrode array was outside of the cochlea. The device was explanted on (B)(6) 2021, and the patient reimplanted with a new device during the same surgery.